Event description:
During a x-ray exam, the x-ray generator came detached from the equipment and was found suspended by the cables above the pt. It was reported that the fastening screws which connected the x-ray generator to the equipment were missing or had broken. The x-ray generator did not contact the pt and the pt was in no way injured as a result of this incident. The involved product is not sold or distributed in the united states. However, this unit uses a similar fixation design as the mobilett plus and mobilett plus hp, which are sold in the united states.